Manufacturer narrative:
Rec'd one used unit for the investigation, and is currently being decontaminated. Upon decontamination and completion of the investigation, a supplemental report will be submitted.